Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the lip ring broke off and the casing had cracks. The customer¿s blood glucose level was 125 mg/dl at the time of the call. Customer stated the reservoir still locks into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.